Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac arrythmia planned treatment procedure was being performed when the issue occurred, which was aborted and postponed to another day. Restart was attempted with no impact. The philips field service engineer (fse) visited system onsite and confirmed that the system did not complete the startup. Upon troubleshooting the fse found the corrupted software. To resolve the issue, the fse reloaded the software in the suite pc and checked the system operation, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up completely. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.